Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the physician was not notified via e-mail of a patient carealert. The alert was sent to the carelink website, but the physician did not receive a corresponding e-mail- as set-up on the alerts page. No patient complications were reported as a result of this event.